Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted:(B)(6) 2009, product type: pump. Product ID: 8709, lot# j0058218r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
The 8709sc catheter was returned to the manufacturer and underwent routine analysis. Refer to MFR. Report number 3004209178-2015-16373 for associated 8637-20 pump event which led to the catheter return.